Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse displayed ua07( discrepancy between load 1 and load 2 too large) error message. No patient involvement on this issue.

Manufacturer narrative:
The customer reported issue of the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message was not confirmed during initial functional testing and in the archive data review. There were no event or records found regarding ua07 on the reported event date of (B)(6) 2017. Visual inspection was performed and found the load plate cover was damaged. The top cover wire strand was cracked and the front and bottom covers were also damaged. The encoder shaft exhibited binding and resistance and was hard to rotate. The autopulse platform is a reusable as well as serviceable device and was manufactured on 06/16/2011. Therefore, this type of physical damages found during visual inspection are characteristics of normal wear and tear for the life of the device and are unrelated to the reported complaint. Archive review showed no ua07 occurred on the reported event date however, ua12 (lifeband not present) error message was observed. Functional testing was not performed due to autopulse displayed ua12 (lifeband not present) error message upon powering up of the device. The issue was attributed to the belt clip was not detected in spool shaft due to two screws that hold the lever parallel to the switch case were loose and caused the switch not to close and will result to ua12 when powering on or during the compressions. The two screws were tightened and the switch was adjusted and the belt clip test was performed to make sure that the ua12 will not occur. Additionally, the autopulse was tested using the 95% patient test fixture (lrtf) with a good known test batteries until discharged and the autopulse passed successfully with no issues observed. Final functional testing was also performed and the autopulse passed all the testing criteria with no faults observed.